Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the el5mlf device was returned with the jaws broken at the bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occuring as a result of the product complaint decontamination process. The device was cycled and ejected the remaining clips due to the jaws condition. The reported event could not be confirmed due to the returned condition. We have documented the circumstances as they were reported to us. In addition, a preliminary investigation has been initiated to address this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device and the jaws stuck on tissue. They manually forced the trigger and it broke, the bottom jaws fell out of the device. There was no reported tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.